Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the insulation of the lead was damaged. The lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the inner insulation was cut/damaged at the middle region consistent with procedural damage. The cause of reported event was isolated to the inner insulation cut/damage.